Manufacturer narrative:
Qn#(B)(4). One-unit of trapliner was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Weld joint separation was confirmed. The unit was partially inflated with the damages observed. No balloon rupture noted. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. Case details were reviewed. A patient underwent a high-risk pci to the lad. A trapliner was used in the case. Customer stated , "balloon ruptured at 12 atm and the guide extension broke off". One-unit of trapliner was returned to vsi/teleflex for evaluation. Weld joint separation was confirmed. The unit was partially inflated with the damages observed. No balloon rupture noted. Damages are likely to have occurred during use in the procedure. Per IFU the following warning and precaution were noted: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested. A response was received. Vessel was heavily calcified with no tortuosity. No fragments of balloon separated. The separated trapliner was pulled out with the guide catheter. The guide catheter had to be dissected to remove the broken extension guide. Physician used and otw balloon for trapping technique to complete the procedure. Patient condition is stable. No harm noted. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that,"balloon ruptured at 12 atm. 7f guide extension (trapliner) broke off when trying to remove from guide catheter." Additional information was reported on (B)(6) 2023: procedure was a high-risk pci to the lad with the lesion in the proximal lad. The vessel was calcified and not tortuous. No balloon fragments were noted to be separated after it burst. The trapliner was broken between the half pipe and the balloon. Incident occurred inside the body. Part of the trapliner was pulled out completely with guide catheter. The physician had to dissect the guiding catheter to find the broken guide extension before proceeding with intervention. No patient harm noted. Everything was completely removed. The physician used an otw balloon for trapping technique and an atherectomy device to complete the procedure. Patient's current condition was reported as stable.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that,"balloon ruptured at 12 atm. 7f guide extension (trapliner) broke off when trying to remove from guide catheter." Additional information was reported on 24jan2023: procedure was a high-risk pci to the lad with the lesion in the proximal lad. The vessel was calcified and not tortuous. No balloon fragments were noted to be separated after it burst. The trapliner was broken between the half pipe and the balloon. Incident occurred inside the body. Part of the trapliner was pulled out completely with guide catheter. The physician had to dissect the guiding catheter to find the broken guide extension before proceeding with intervention. No patient harm noted. Everything was completely removed. The physician used an otw balloon for trapping technique and an atherectomy device to complete the procedure. Patient's current condition was reported as stable.